Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the thumb wheel screw had sheared off in the thumb screw assembly. The screw was not returned for inspection which makes an exact determination of this event impossible. We found that the fracture face is homogenous which indicates material conformity. We made a re-inspection of the parts in our stock and no fault was found. Also we are not aware of any similar occurrence regarding to this article. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause.

Event description:
It was reported that knob broke off on an evaluation loan set the first time it was used. This is report 1 of 1 for complaint (B)(4).